Event description:
Customer reported erroneous differential results when using a coulter lh 780 hematology analyzer. There were no instrument generated blast flags present with the test results. The test results were determined to be erroneous when compared to a manual differential with 14% blast cells. A corrected report was issued. No reports of death or serious injury, and no affect to pt treatment as a result of this event. This event represents event 1 of 2 events reported by this customer for the first of two analyzers.

Manufacturer narrative:
The instrument was within quality control specifications with respect to controls (accuracy) and reproducibility (precision). Controls were run before and after this incident and recovered within specifications. Sensitivity for flagging was set to [3303], which is set to the high-level setting for blasts, variant ly and imm. Ne 2 and also set to off for imm. Ne 1. Note: imm ne 1 is a flag for suspect immature neutrophils, primarily bands. Imm ne 2 is a flag for suspect immature neutrophils, primarily metamyelocytes, myelocytes, and promyelocytes. The field service engineer evaluated the analyzer and determined that the analyzer was performing per specifications. The root cause based on raw data analysis is that the sample did not show distinctive abnormality that is typically recognized as a blast pattern, therefore the algorithm software did not initiate a blast flag for the sample results. This reportable event was identified during a retrospective review conducted between (B)(4) 2008 and (B)(4) 2010 of complaints for add'l reportable events. This MDR represents event 1 of 2 reported by this customer. This MDR is related to the following mdrs that have been reported: MDR 1061932-2011-00597.